Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. Following pre-dilatation with a 1.5x15 non-boston scientific balloon catheter, a 2.50 x 20mm synergy xd drug-eluting stent was selected for used; however, after the physician took out the device from the box and tried to access, the proximal part of the device was somehow broken. No patient complications were reported, and the patient was fine post-procedure. It was further reported that the procedure was completed using another device without any problem.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. Following pre-dilatation with a 1.5x15 non-boston scientific balloon catheter, a 2.50 x 20mm synergy xd drug-eluting stent was selected for used; however, after the physician took out the device from the box and tried to access, the proximal part of the device was somehow broken. No patient complications were reported, and the patient was fine post-procedure.